Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed potassium result was sample integrity. The IFU for dimension quik-lyte imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." No further evaluation of the device is required.

Event description:
A falsely depressed potassium result was obtained on a patient sample. The result was reported to the physician. A repeat draw was run with k results within normal range. A repeat of the original sample was rerun and a k result within the normal range were obtained. The patient was admitted and IV fluid (saline with kcl) was administered. There was no report of adverse health consequences as a result of the falsely depressed potassium result or treatment.